Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd safetyglide¿ the plunger was difficult to move. There was no patient impact. The following information was provided by the initial reporter: pharmacist reporting on behalf of patient, 2 resistance pushing plunger harm or adverse events; none.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-jun-2023. H6: investigation summary: thirty-eight samples were provided to our quality team for investigation. The reported issues were not confirmed upon inspection of the samples. None of the samples showed any signs of the reported defects. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that during use with 2 bd safetyglide¿ the plunger was difficult to move. There was no patient impact. The following information was provided by the initial reporter: pharmacist reporting on behalf of patient, 2 resistance pushing plunger harm or adverse events ; none.